Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, triggering a warning. It was also reported that the right ventricular (rv) lead exhibited chronic low r waves. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.